Event description:
It was reported that this right ventricular lead dislodged, and a perforation was suspected. It was also noted that an echo was performed and showed a minimal pericardial effusion. This lead was successfully repositioned. This lead remains in service. No additional adverse patient effects were reported.